Event description:
Complainant alleged that during a shift check, the autopulse® platform had some screen interferences and displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows that the top and front covers were cracked. In addition, it was also noticed that the battery compartment was damaged. The physical damages found during visual inspection are not related to the reported complaint of the user advisory 45 (not at "home" position after power-on/restart) message. The damages appear to have been caused by normal wear and tear (autopulse manufactured in 4/2009). A review of the autopulse archive was performed and the archive data shows that no sessions occurred on the reported event date of (B)(6) 2014. However, the archive shows that a ua45 fault occurred on (B)(6) 2014. Initial functional testing was unable to be performed as a result of the user advisory (ua) 45. It was observed that the shaft was not at the "home" position because the lifeband straps were not pulled completely out prior to turning the platform on. Based on the investigation, the parts identified for replacement were the top cover, front cover, and the battery bay compartment. In summary, the reported complaint of ua45 fault was confirmed based on the archive review and upon functional test as the platform exhibited the error upon power up. The fault was found to be due to the shaft not being in the "home" position. Per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The physical damages found during visual inspection are unrelated to the reported complaint. Upon replacement of all parts and rotating the shaft back to the "home" position, the platform was re-evaluated through functional testing and the platform passed all testing criteria.

Manufacturer narrative:
Product in complaint was returned for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.